Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. It was noted that when farawave catheter was inserted into faradrive, air was withdrawn non-stop. Air was noted in flush luer and syringe. Prior to insertion of the farawave, a non-boston scientific (abbott viewflex) was inserted into the faradrive, and it is possible that the hemostatic valve may have been broken at that time. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. It was noted that when farawave catheter was inserted into faradrive, air was withdrawn non-stop. Air was noted in flush luer and syringe. Prior to insertion of the farawave, a non-boston scientific (abbott viewflex) was inserted into the faradrive, and it is possible that the hemostatic valve may have been broken at that time. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The device was received for analysis and investigation is still in progress.